Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6)2024. Patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful and the ipg still operable. Reprogramming the patient has been unsuccessful and surgical intervention may take place to address the issue.

Manufacturer narrative:
It was reported to abbott a patient was experiencing ineffective stimulation. The patient reported undergoing an unrelated surgery in (B)(6) 2024. They claimed the ipg was placed in surgery mode. After surgery they were unable to take connect with the ipg with their patient controller (pc). The rep met with the patient and was able to recover the device. However, all previous programs had been wiped out. The programs were reloaded, and invalid impedance was observed on two contacts. Reprogramming was unable to provide any stimulation. Imaging was done and showed that the leads a migrated a bit. Reprogramming was done based on imaging and the patient was to be followed up in a week to determine if there was any coverage. The patient was seen, and it was reported the patient had a fungal infection at the pain site. The infection was not associated with the scs system. The patient is being treated for the infection and is to meet with their physician some time in (B)(6) 2024 to determine the next course of action. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.